Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, the customer had an alternate pump for insulin therapy. Customer's blood glucose was 130 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and based on the analysis, the alleged fill estimate issue could not be verified.